Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiples patients were not crossing on multiple stations. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing on multiple stations. A technical support specialist logged into the enterprise server and stopped the external inbound processors service. The technical support specialist then applied the relevant knowledge article. It was confirmed that messages were processed and crossed over correctly and the messages continued to flow properly, the issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshot the issue.